Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: rns - model: a/rns-6803, s/n: (B)(4), approximate age of the device: 10 months, device manufacturer date: 03/17/2021, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that they have one central nurse's station (cns) that is showing communication loss on all tiles. This issue occurred after a generator test. The same is happening at their remote nurse's station (cns). No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that after a generator test, the central nurse's station (cns) and remote network station (rns) was displaying comm loss on all tiles. No patient harm was reported. Investigation summary: technical support (ts) performed troubleshooting actions to verify whether the rns was receiving a signal. Ts requested assistance from the facility's it team to turn a switch back on. The facility's it informed ts that a firmware update was needed and began the update. Ts requested a communication from the facility for a status update once this was completed. However, no communication was sent from the facility. The root cause is determined to be the facility's network environment. The generator test resulted in a power outage that required the system to be reset. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that after a generator test, the central nurse's station (cns) and remote network station (rns) was displaying comm loss on all tiles. No harm or injury was reported.